Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent kidney transplant surgery on (B)(6) 2014 and suture was used. Two weeks post-op, the patient presented with an eviscerated wound and it was found that the suture broke in the middle. The patient underwent emergency surgery to place sepramesh and a wound vac and a different suture was used. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. One possible batch number is reported as follows: batch glk202. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed on three suture segments. All three had memory from the implantation, but none had memory typically associated with slipped or untied knots. The ends of all three returned explanted sutures were cut. No breakages were observed among the three returned explanted suture segments. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.